Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The investigation summary was sent to the qra inbox for translation and once translated, the region will attach the closure letter.

Event description:
The customer reported that during im medication administration (lasix), liquid medication sprayed out of needle hub. Needle hub found to be cracked upon inspection. Unsure of how much medication patient actually received.